Event description:
Spontaneous. Patient reports freedom pump stops when there is still 10 ml of hizentra left to infuse. Pump serial number unknown. Unknown if md is aware. No side effects reported from incomplete dose. Patient has the defective pump on hand for return to the manufacturer. No further doses have been reported missed. Replacement pump is being sent for the patient. No further information provided. Indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No report of injury or side effects. Is the actual product available for investigation? Yes; did we [MFR] replace product? Yes; did the pt have a backup product they were able to switch to? No; pump was working but did not "cispense" final 10 ml worth of med each infusion. Was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.